Event description:
Customer reportedly received the following results on the aviva system within 11 minutes: 185 mg/dl, 321 mg/dl, and 99 mg/dl. Customer states she did not know what to do when she received the readings, so she ate a sausage sandwich. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.